Event description:
Rv setscrew was found to be stripped during replacement. The header had to be cut off to free the rv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).